Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and visual inspection of the returned tasp found signs of repeated use and a fracture ranging from the right posterior-middle lip to the middle of the condyle. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Personatasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported after a knee arthroplasty, the provisional fractured during the cleaning process. No adverse events have been reported as a result of the malfunction.